Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose. The customer blood glucose level was above 400 mg/dl at the time of incident. Customer treated high blood glucose with manual injection. Customer not alleging that the insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.